Manufacturer narrative:
Additional narrative: visual inspection performed at customer quality (cq) identified the screw broke at the most proximal thread. The break is jagged and oblique. The broken portion was not returned. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during triple arthrodesis using the 4.5 stainless steel cannulated screws and one broke during insertion. The technique was by the book and still had the issue. Fragments were removed easily without any additional intervention. There was a surgical delay of three (3) minutes. The procedure was successfully completed. The patient was stable after the procedure. Concomitant devices reported: unknown cannulated hexagonal screwdrivers (part# unknown, lot# unknown, quantity# 1). This is report 1 of 1 for (B)(4).